Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off on 3 occasions. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue but could not duplicate it. It was determined that the power pcb likely needed to be replaced. Due to part obsolescence, the device was deemed unrepairable. The device was returned to the customer without repair, per customer request. The root cause of the reported issue was not determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off on 3 occasions. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.